Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ yellow particles observed inside the device. ¿ crease fold observed on the device. ¿ white calcification observed outer the device.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concerns with the product and deflation. Healthcare professional reported, "left implant had a leak." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side exchange from textured to smooth implants due to the patients concerns with the product and deflation. Healthcare professional reported, "left implant had a leak." Device has been explanted.